Event description:
It is reported that the customer had high blood glucose levels in the range of 190 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.